Manufacturer narrative:
Additional information has been requested. The device history records for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4)

Event description:
A risk manager reported a patient with one plus anterior stromal haze one month post photo refractive keratectomy. The patient was placed on a new topical steroid drop. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.